Manufacturer narrative:
D4: UDI not available. A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no patients were crossing over. A technical support specialist identified the issue to be related to the customer's active directory configuration. The customer was advised to monitor the system for a few days before closing the case. The system functioned as intended after the technical support specialist had troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server all patients were not crossing over. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.